Event description:
It was reported that during device change-out, the device would not pace when unit was out of the pocket , also reported being unable to externally pace. The device was then placed in the pocket and pacing observed. Some small pacing spikes seen, but no capture. Device to be returned for analysis. No patient complications have been reported as a result of this event.